Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Customer had ketones on sat and blood glucose went up to 516 mg/dl. Customer took about 3 or 4 shots and started coming down around midnight and finally went down to 300 mg/dl to 200 mg/dl and last night was going to high. Customer advised disconnected from insulin pump last night 2 or 3 hours after she spoke and took manual injection due to blood glucose being high and she did not want to go through that again. Blood glucose was 106 mg/dl in the morning after going to manual injections. Customer was advised blood glucose kept rising and rising again last night after calling us. Customer was advised insulin is brand new and advised manual shots are working. Customer felt she was close to dying on saturday due to large ketones and was feeling like that again last night and disconnected from insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. Insulin pump passed the dat test at 0.08810 inches.